Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported a pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect for laac kit was selected for use. The patient had marfan syndrome and scoliosis. The physician was unable to cross the intra atrial septum with the versacross system and watchman sheath. At some point, an effusion was noted. A pericardiocentesis was performed and a drain was placed. The patient left the room stable with the drain in place. The device is not expected to be returned for analysis (disposed). In the physician opinion, there were no malfunctions or contribution from the versacross devices. The patient was not hospitalized beyond standard care and was discharged.